Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload had a full complement of staples, and the articulation flag was bent. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation, and was applied to test media. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload articulation flag may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device failure and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic assisted proximal gastrectomy (lapg) procedure. For the stomach resection, were able to connect several reloads to the adapter with no problem and could fire the device. Then, tried to connect a new reload to the adapter over and over again, and could connect by force. However, could not removed the reload from the adapter. This reload was not used in the patient. Replaced by another powered handle, adapter, and reload, and the loading and the firing were completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem. After the procedure, the sales rep checked the device, but could not removed the reload from the adapter. Removed the adapter from the powered handle first and then could remove the reload from the adapter. Noticed a part of the reload connector was distorted.